Event description:
Mother stated high blood glucoses even after site and set change. No exit during troubleshooting but leadscrew did turn. No air noted in tubing. Unit not dropped or exposed to moisture.